Manufacturer narrative:
This event occurred between (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: december 8, 2021 - december 9, 2021. H10: three (3) actual samples were received for evaluation. A visual inspection along with magnification was performed, with the fill port caps removed, which observed a small white particle, less than 1.0 mm in length, loose on the interior wall of the fill port of one (1) of the samples only. The morphologically was consistent with fill port material. The reported condition was verified in one (1) of the samples; however, not verified in the other two (2) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.